Event description:
The user has been explanted on (B)(6) 2022. Reportedly, the reason for explantation was due to recurrent ear infection and swelling over the implant. The infection is a (B)(6) infection, confirmed by cultures. The infection started four months ago and has reportedly spread to the level of the implant.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to recurrent ear infection and swelling over the implant. Culture results identified pseudomonas au., which is a typical resident of the middle ear mucosa and is one of the most common pathogens causing chronic middle ear infections. Therefore, considering the proper sterilization of the device, the reported medical condition and the type of pathogen isolated, the reported infection was most likely due to a device unrelated middle ear disease that spread to the close implant site. No available information points to the device having caused the reported issue and no allegation against the device has been made. The explanted device has not been received for investigation yet. Should it be received in the future, the case will be re-opened and the device investigated.

Event description:
The user has been explanted on (B)(6) 2022 due to recurrent ear infection and swelling over the implant. The user has not been reimplanted at that time but it has been considered to reimplant at a later point in time. The device has not been received for investigation despite requested.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device damage or malfunction which is expected to have been present whilst implanted. According to the information received from the field the device was explanted due to recurrent ear infection and swelling over the implant. Culture results identified pseudomonas au., which is a typical resident of the middle ear mucosa and is one of the most common pathogens causing chronic middle ear infections. Therefore, considering the proper sterilization of the device, the reported medical condition and the type of pathogen isolated, the reported infection was most likely due to a device unrelated middle ear disease that spread to the close implant site. No available information points to the device having caused the reported issue and no allegation against the device has been made. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The device was explanted on (B)(6), 2022 due to recurrent ear infection and swelling over the implant. No new device was implanted at that time but it is considered to reimplant at a later point in time. The infection was a bacterial pseudomonas aeruginosa infection, confirmed by cultures. The infection started four months prior and had reportedly spread to the level of the implant. There was no allegation that the device has contributed to the reported explantation. As per device explantation device report form, it was confirmed that the symptom leading to explantation was ear discharge with recurrent swelling over the implant which could not be successfully treated medically.